Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "primary total hip arthroplasty with duraloc cup in patients younger than 50 years" written by "tian jialiang, md, mu zhongyou, md, pei fuxing, md, zhou zongke, md, shen bin, md, and yang jing, md published by the journal of arthroplasty vol. 24 no. 8 2009 was reviewed for MDR reportability. The article's purpose: "we reviewed the midterm results of duraloc-300 series in active patients younger than 50 years in our institution, with 5 to 7 years of follow up." The data was complied from 64 patients (67 hips) with 42 men and 22 women with average age of 38.5 years with follow up range of 5-7 years. Depuy products utilized: aml femoral stem (46 patients - 49 hips), elite cemented stem (6 patients and 6 hips), corail femoral stem (12 patients and 12 hips); cementless duraloc 300 series acetabular component with poly liner utilized in all hips. The article provided patient identifiers for one patient that is captured on a linked complaint. This complaint captures adverse events without patient or product platform identifiers: acetabular osteolysis (9 hips), heterotopic ossification (12 hips), patients had to undergo bone grafting and liner arthroplasty for severe osteolysis around the acetabular (3 but 1 is the patient with identifier captured on a linked complaint so this complaint captures the other 2). The article does not provide evidence of debris.